Event description:
In 2007, after my son was born I decided to do the responsible thing and have the essure birth control placed. This turned out to be the worst idea of my life. At that time, my now ex husband and I decided, that two and healthy, children were enough. I was told this was an easy 10 to 15 minute procedure in the doctor's office. That it was a permanent birth control, with minimal side effects. The doctor made it sound like a great choice, especially for a busy mom of two. I started developing health problems almost immediately, such as: hair loss, sever pelvic pain, mehorrhagia, anemia, headaches, migraines memory problems, joint pain, back pain, mood swings, discharge, random sever sharp like stabbing pain over my ovaries, dental problems ( de-calcification of my teeth) and elevated copper levels. After years of problems, a divorce and a cross country move, I decided enough was enough. I consulted with several obgyn's did lab work and ultrasounds and was told the most devastating news a (B)(6) women could ever be told. The cause of these problems were due to the essure birth control I had placed after my son was born; the only way to treat all these problems was by having total hysterectomy. (B)(4).